Event description:
I was a (B)(6), retired woman at the time of my cataract surgery, (B)(6) 2013. In consultation with my ophthalmologist about which lens to choose to replace my natural lens at the time of my cataract surgery, I expressed a strong desire to retain my close up vision that I enjoyed when I took off my prescription glasses. He assured me that the restor lens was the lens that would do that. There was a lot of talk about not having to wear glasses after the surgery, but that was of no interest to me. Immediately, following the cataract surgery on each eye (two weeks apart: (B)(6) 2013) I did not have the vision I expected, but further I still had blurred vision as I had with cataracts. I could not see up close with or without glasses as I had before surgery. My far vision without glasses was improved, but blurred and I could not read words on my television from 8 feet away. Refraction did not give me clear, sharp vision. I had to work very hard to read, to function. My night vision was scary with halos that were blinding. I ended up with trifocals which is what I had before the cataract surgery and the optometrist was not able to improve my blurred vision and glasses. I was advised by the first ophthalmologist who did the surgery, the second ophthalmologist at (B)(6), and a third ophthalmologist in (B)(6) that the only way to get my close up vision and sharp images was to exchange the restor lens for a monofocal lens. After spending (B)(6) from my fixed income for "special" lenses, that was a bitter pill and very frightening to trust another surgery. I have just had my first lens exchange by the third ophthalmologist mentioned above and I already can read clearly, sharply without glasses. My up close vision is back. The restor model : sn6ad3 could not retain my close up vision; it reduced it and left me worse off. It could not give me far vision without blurriness and the need for glasses. If the restor lens works for some people, you need to know it does not work for others like me. I am hoping the second eye surgery on the second eye in two weeks will go well and the restor lens can come out without problems and the monofocal lens (abbott, model zcb00) will restore my close up vision in that eye too, and give me sharp far vision with glasses.